Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer powered down while trying to interrogate an implantable pulse generator (ipg). If the issue persists the programmer will be returned for analysis. No patient complications have been reported as a result of this event.